Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue was due to the depletion of the device's internal hybrid layer capacitor (hlc) batteries. Stryker archived the device, and the customer received a replacement.

Event description:
The customer contacted stryker to report that their device did not power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Event description:
The customer contacted stryker to report that their device did not power on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.